Event description:
It was reported that the at the patient consultation with the physician, the patient complained of difficulty inflating the ambicor penile prosthesis. Clinical examination found that the right cylinder was no longer inflating, which impaired rigidity and prevented penetration during intercourse. The patient was scheduled for a revision surgery, no patient complications were reported.